Event description:
Customer received discrepant results on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use. The first cue covid-19 test produced a positive result, however, a repeat cue covid-19 test performed on the same day provided a negative result. Customer did not specify which result was being questioned. Customer did not have symptoms. Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected discrepant results. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.